Event description:
The customer reported the device is giving inaccurate blood pressure readings. There was no patient impact or consequence reported.

Manufacturer narrative:
Other, other text: the returned device was evaluated. During functional testing, the device displayed "nibp module not present" after powered-on because the nibp module had failed. In this condition, the device could not obtain nibp measurements. Accuracy testing could not be performed, and the reported issue was not confirmed. There was no patient impact or consequence reported.